Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault, and that this device power consumption has recently began dropping in an irregular fashion. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault, and that this device power consumption has recently began dropping in an irregular fashion. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that the device will not be replaced and will be programmed off. Moreover, the device is still beeping despite explant was off. Boston scientific technical service (ts) explained that the programmable beeper does not impact the fault code 1003. The ts then guided to the magnetic resonance imaging (MRI) mode beeper.